Event description:
Additional information was received. It was reported that the patient was found to have gram-negative sepsis, which was '2' to the surgical infection. The patient was treated with broad-spectrum antibiotics and was discharged to a nursing home.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a wound infection with red drainage and partial wound dehiscence on (B)(6) 2011. The patient experienced abdominal pain, low-back pain, tachycardia, lethargy, confusion, and it was noted as life-threatening. The patient was hospitalized and labs were taken on (B)(6) 2011. The computed tomography (CT) scan, x-ray, and comprehensive metabolic panel (cmp) were all normal. The white blood cell (wbc) count was increased. It was indicated that the infection was related to the implant procedure. It was reported that the entire device system was explanted. The patient's outcome was resolved without sequelae. The drug delivered via pump was dilaudid.